Manufacturer narrative:
The device was returned with the needle not deployed and the linkage assembly in the not deployed state. The download data shows no timeouts, drive stalls or alarms, with the device in pod state two; indicating that the device was filled, but no priming on the device was completed, which is why the needle never deployed. No other damages or deficiencies were found. The device functioned as intended.,

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.